Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The patient was admitted to the hospital due to another indication. It was reported that unspecified antibiotics were "wrongly administered prescribed for 21 days but took antibiotics only for 14 days". Pd therapy was discontinued and the patient was shifted to hemodialysis. At the time of this report, the peritonitis was not resolved. No additional information is available.

Manufacturer narrative:
Event date: the patient experienced peritonitis after 7 days of recovery from first episode. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.